Event description:
It was reported a bladder neck suspension procedure was initially performed without incident in april, 1998. One month post procedure, the pt returned with an infection and the pt was placed on antibiotics. In october, 1998, an x-ray confirmed diagnosis of osteitis pubis. The pt was placed on antibiotics again. On may 4, 1999, both anchors were removed. The pt remains continent. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. The co's follow up revealed the infection was exacerbated as the pt did not proceed with antibiotics following the diagnosis of osteitis pubis in october, 1998. Directions for use outline as potential complications: "loss of fixation or pullout of bone anchors...infection is a potential complication of any surgical procedure. Aseptic technique must be adhered to throughout the procedure."